Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter (B)(4) received a report from a relative of a home patient (hp) that the hp had contracted peritonitis while receiving continuous ambulatory peritoneal dialysis(capd). The sample was not returned for evaluation. No further information has been made available.